Manufacturer narrative:
Investigation summary no samples were returned therefore the investigation was performed based on the video provided. One video pertaining to a bd safeclip was provided. The customer reported that the needle cutter device has a fault. The video was examined, and it was observed that the user was not able to fully insert the patient end (pe) cannula of a pen needle into the aperture of an open safeclip device. It could not be determined what was prohibiting the cannula from easily entering the aperture of the safeclip from the video alone. Due to the batch being unknown, no DHR review can be completed. Embecta was unable to duplicate or confirm the customer¿s indicated failure based on the video received (cutter blocked). A root cause for this issue could not be determined because it could not be observed as to what was preventing the safeclip device from operating properly from the video provided.

Event description:
It was reported that the unspecified bd safe-clip¿ would not cut the needles. The following information was provided by the initial reporter, translated from spanish: "it is communicated to the line of the patient attending program and reports that "the needle cutter device has a fault" re-training is scheduled to validate the aforementioned failure of the device... In connection via teams, proceed to carry out a needle cutting test with a needle cutter device and it is evident that at the moment the needle is inserted into the hole the needle bends and does not cut. Therefore, a quality event is reported."

Event description:
It was reported that the unspecified bd safe-clip¿ would not cut the needles. The following information was provided by the initial reporter, translated from spanish: "it is communicated to the line of the patient attending program and reports that "the needle cutter device has a fault" re-training is scheduled to validate the aforementioned failure of the device... In connection via teams, proceed to carry out a needle cutting test with a needle cutter device and it is evident that at the moment the needle is inserted into the hole the needle bends and does not cut. Therefore, a quality event is reported."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.